Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to; misaligned insertion; prying/leveraging the device during insertion. As per bulletin instruction ue307. Align v-notch, red triangle, and red obturator arrow, then insert obturator. Ensure wings are captured by the distal tip of the obturator (note: if necessary, pinch the wings . Together so they are parallel to each other) insert the gemini cannula assembly into the joint (may be inserted over a 2.6 mm switching stick) . Hold the clear inner cannula and remove the obturator . Squeeze the inner and outer cannula together to deploy wings. The inner cannula telescopes. Independently.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/1/2025, an FDA medwatch notification was received via email. A facility representative reported that during arthroscopic surgery in (B)(6) 2025, the surgeon inserted an ar-6572 arthrex gemini sr8 self-retaining cannula system with a disposable cannulated obturator and a no-squirt cap. During insertion, the cannula broke, leaving a piece of the device inside the patient. The surgeon successfully located and removed the broken fragment without further complications.